Event description:
It was reported that during surgical closure after the explant of another manufacturer's device and the implant of an implantable ne urostimulator 977119 ngrc-ecaps, the patient's oxygen saturation dropped dramatically, followed by loss of pulse requiring chest compressions and intubation in the operating room. The patient deteriorated following surgical closure and was transported to the hospi tal by ambulance, where hospitalization in the cardiac intensive care unit was required. The neurostimulator was turned off, and the lead was noted to have shifted to the anterior of the spine. The patient experienced twitching in the lower extremities but did not report pain. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jun-2029, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 06-jun-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unclear if the lead had migrated to anterior, they are still working on obtaining new imaging. The doctor was just worried that they might have shifted anterior and was asking if the twitching might be related if they had shifted. At this time, it is unknown for cause of the twitching and any further intervention action.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the implantable neurostimulator (ins), s/n: (B)(6). May have caused/contributed towards the reported decreased oxygen saturation, need for CPR (loss of pulse), intubation, and transfer to hospital/ICU, following device implant closure (see comment/results section for medical review). Therefore, the 977119 ((B)(6)) did not and does not meet the reporting requirements for a serious injury. However, this event remains reportable for the allegations attributed to the patient's leads: 977a260, s/n: (B)(6) and 977a260, s/n: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.